Event description:
It was reported that during the surgery when using the device, after connecting the device to the handpiece, the cutter does not protrude beyond the protection tube and is therefore unusable. To compensate for the incident, a second device of the same reference and different batch was used without success; then a third device of the same reference and a third batch also without success. The surgeon continued the procedure manually using a curette. No significant delay or patient injury reported.

Manufacturer narrative:
Two 2.9 mm power mini abrader burrs were returned for evaluation. Visual assessment of the devices showed no abnormalities. Devices were tested using a dyonics power mini mdu and found to function as intended. Dimensional assessment of each device confirmed the components are within print specifications. Reported complaint could not be confirmed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: damage to the mdu. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.